Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient was admitted to the hospital due to infection at the pacer incision site. A culture showed mrsa. Patient was placed on intravenous antibiotics and later discharged on oral antibiotics. The infection has been resolved and patient will monitored with routine follow ups.